Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the malfunction causing the failure to display images was attributed to a printed circuit board failure and a liquid crystal display unit failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, subject device failed to display images due to a printed circuit board failure and a liquid crystal display unit failure. There was no patient involvement.